Event description:
It was reported that during the lap nissen procedure, midway through the case the system alarmed and said instrument error. The staff reattached the instrument and got the same result. Another shear was opened and used to complete the case with no further incidents. There was no patient consequence.